Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product or data logs available. The cause of the optical signal issue was not determined since product and data logs were not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm was triggered following impella 5.5 repositioning. The alarm was subsequently silenced, and support with the implanted pump was maintained. The decision to withdraw care was made, and the patient eventually expired.